Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer went t0 emergency room due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level of 40 mg/dl. Customer was treated with glucagon. Customer had high blood glucose level above 600 mg/dl. Customer did not allege insulin pump for over delivering. The insulin pump will not be returned for analysis.